Manufacturer narrative:
The hill-rom tech found the siderail not latching due to the latch being very dirty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned and lubricated the latch assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech found a note stating pt's right intermediate siderail isn't latching consistently. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).